Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, while the surgeon was operating around the pancreas when trying to find the splenic artery in the back, an unspecified artery in the front was injured. As a result, the procedure was converted to open surgery. Allegedly, there was prolonged anesthesia time and more blood loss than expected. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, while the surgeon was operating around the pancreas when trying to find the splenic artery in the back, an unspecified artery in the front was injured. As a result, the procedure was converted to open surgery. Despite the follow-up effort, the following are unknown at the time of this report: estimated blood loss, if any blood transfusion was rendered to the patient, and what instrument was used when the bleeding occurred. The isi clinical sales representative (csr), who was present during the procedure was able to confirm that the patient was stable and there were no post-operative complications. There was no allegation that a da vinci system, instrument, or accessory malfunction occurred; however, the relationship between medical device and bleeding is unknown.

Manufacturer narrative:
Based on the information currently provided, the root cause of the reported complication remains unknown. No instrument or accessory involved with this complaint was returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported intra-operative complication was unable to be determined. Should additional information become available, a supplemental MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No images or videos for the event were submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted pancreatectomy surgical procedure, the patient sustained an unspecified artery injury. As a result, the procedure was converted to open surgery.